Manufacturer narrative:
Determination of root cause: assessment: a product investigation could not be performed as the facility did not provide samples for evaluation. In addition, the surgeon stated on two separate occasions that she felt the event was a cleaning issue and not a device issue. Conclusion: a root cause determination could not be made since the cause of inflammation was not identified. This report mailed in to FDA on: 06/21/2007.

Event description:
A nurse reports a case of tass. The surgeon stated, he believes it is a cleaning issue, not an instrument issue and requested assistance in determining the cause. No cultures taken. The pt required increased steroids; prognosis reported as excellent.